Manufacturer narrative:
Subsequent to the previously filed medwatch report, additional information was received: there were only two proglide devices that were used in a procedure in which "the suture was not attached", not four as originally reported. This fourth proglide device was reported in error. Based on the new information, this device would not be MDR reportable.

Event description:
Subsequent to the previously filed medwatch report, additional information was received: there were only two proglide devices that were used in a procedure in which "the suture was not attached", not four as originally reported. This fourth proglide device was reported in error. Based on the new information, this device would not be MDR reportable.

Manufacturer narrative:
Estimated date of event. The three additional proglide devices referenced are filed under separate medwatch report numbers. The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted with four proglide devices. Reportedly, "the suture was not attached" for all four proglides. The method of achieving hemostasis was not reported. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.